Event description:
Healthcare professional reports a pt was noted to have a rash on his arms and abdomen during the first treatment using a psn 170 dialyzer. The treatment was stopped and the pt was removed from the dialyzer upon noticing the pt's symptoms. The pt was reported as a very poor historian and it was unable to be determined if the rash was present prior to the pt's treatment. The treatment was continued with a different dialyzer membrane without incident or resolution of the rash. The hcp reports no pt injury and the pt is fully recovered at this time.